Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer¿s blood glucose was in the range of 30 mg/dl and 40 mg/dl. The customer also reported other blood glucose level such as 280 mg/dl. The customer was treated with carbs for low blood glucose. The customer was treated with insulin pump for high blood glucose level. The insulin pump will be returned for analysis.